Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The screen was foggy and it did not display all of the information. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly.